Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended despite a blood glucose of 115 mg/dl; she did not report the sensor glucose value. The customer also had another sensor alarm with sensor end. The two sensors will be returned for analysis and two replacement sensors were shipped to the customer.